Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: three samples were received in a plastic (B)(6) bag. Upon observation they all have been used and are contaminated with blood. They plunger rod is assembled to the rubber stopper in one sample, the other two have the plunger rod out of the barrel. They were removed from the syringe, at the top of the barrel in the inner wall the barrel has a retaining ring. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The posiflush product is designed to flush the IV lines, not drawing blood. Furthermore, these syringes are onetime use, they should be discarded after flushing the solution and not used to draw blood for lab samples. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: three samples were received in a plastic (B)(6) bag. They all have been used. They have blood. They plunger rod is assembled to the rubber stopper in one sample, the other two have the plunger rod out of the barrel. They were removed from the syringe, at the top of the barrel in the inner wall the barrel has a retaining ring. The posiflush product is designed to flush the IV lines, not to drawing blood. These syringes are onetime use. They should be discarded after flushing the solution instead of keeping them and using them to draw blood for lab samples. Root cause description: off label use. Rationale: the posiflush product is designed to flush the IV lines, not to drawing blood. These syringes are onetime use. They should be discarded after flushing the solution instead of keeping them and using them to draw blood for lab samples.

Event description:
Material no.:306499. Batch no.: 9018603. It was reported that during use of the syr 10 ml fil saline short length plunger rod the plunger comes apart. This occurred on 3 separate occasions but the date/time and or patient information is unknown. We have encountered 3 events with the bd posiflush prefilled saline flush where the plunger comes apart.